Event description:
Additional information was received. The patient stated that they were still trying to charge their device and had taken pain medication (morphine sulfate) as they waited for the device to charge. This issue continued until the patient reported in (B)(6) that they had met with a manufacturer representative who reprogrammed the device for adaptive stimulation. The patient reported that the results were very good and that there were no further issues. The patient could not remember the date of the meeting, but stated that the manufacturer representative did a great job helping them get their issue resolved with programming. If additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient had to recharge implantable neurostimulator (ins) every other day because the ins "runs downs pretty fast." When the patient had the device implanted, they were told that they would only need to recharge every 3 to 4 to 5 days. They followed those instructions and the ins battery charge went down to zero which resulted in a big problem for the patient because the therapy had shut off and the patient did not realize it right away and was experiencing pain. The patient thought the ins was on, but it was not because the ins battery charge was depleted. The patient left a message for the local manufacturer representative and the representative called the patient back and instructed the patient to charge the ins for an hour, but do not turn ins back on after that hour. The patient was instructed to stop charging after an hour and start charging ins again for another hour the next day, then turn ins back on. Caller states prior to this issue, therapy was working fine and pt was getting pain relief. When recharging ins, the patient would sometimes get only two coupling boxes shaded, but sometimes the patient will get all eight shaded. The consumer stated he was reading the manual and would like to know what is efficient and not efficient. Coupling box efficiency was reviewed. They had yet to reach charge sufficient screen. The consumer was confusing implantable neurostimulator recharger (insr) charge level icon and thought it this icon indicated charge level for ins. The symptoms were resolved once the patient recharged the ins and therapy was back on. The consumer understood use of insr and definitions of icons at end of report. There was no indication that the patient was going to follow up with hcp regarding ins charge running down fast and the patient having to recharge every other day. The indication for therapy was spinal pain. If additional information is received, a follow-up report will be sent.